Event description:
A healthcare professional reported that a patient underwent treatment using harmonyca¿ with lidocaine, juvéderm® ultra plus¿ xc, and juvéderm® voluma¿ with lidocaine after 50 days procedure the patient complained that one side, the right side, was completely hard and full of lumps, and the other side treated, remained uninterrupted. The hcp tried to alleviate these lumps using 1500 iu of hyaluronidase, 1 ml ampoule of 20 mg triamcinolone an 0.9 saline solution. The hcp also requested an imaging exam which showed the nodules in the subcutaneous plane. The hcp also informed that the patient was treated with pmma in the periform fossa region. 60 days after applying the water product harmonyca¿ with lidocaine hyaluronic acid + hydroxyapatite to assess density and the presence of local cyst/granuloma. In the evaluation of the nodule in the right posterior mandibular region there were two solid nodular images, with partially defined, homogeneous, hypoechogenic contours, producing a discrete acoustic shadow, measuring 0.7x0.5x0.5 cm and 0.5x0.4x0.4 cm, without vascularization evident in the doppler study. Nodules in the subcutaneous plane may correspond to the old filler reported by the patient (polymethyl methacrylate) and or late lump, ¿happy bump¿ correlated to current procedure reports the use of harmonyca¿ with lidocaine additionally, the healthcare professional (hcp) reported that the patient has a history of pmma in the bilateral piriformis fossa. The harmonyca was applied: 22g x 50mm cannula posterior to the ligament line, on syringe on each side. Patient also received treatment using harmonyca on ck3 and ck4 with volume. After 50 days post the procedure, the patient began to show a presence of nodule in the prejowl region on the right side. The nodules were slightly hardened with consistency and without inflammatory signs. The hcp believes that the nodules were due to the migration and accumulation of product because it was close to the region where the patient was injected with the harmonyca injections. The patient was treated with hyaluronidase (500u) and massage. The hcp continued to prescribe the patient an application of saline solution, distilled water and massage. However, there was no change in the nodule. Three months later after the procedure, the patient began to experience a different texture at the site where the harmonyca was applied. The symptoms only appeared on the right side, and the nodule remained in the right pre-jowl region. The patient requested an ultrasound and received a diagnosis of a happy bump in the nodule in the pre-jowl area, and the harmonyca application area only showed an increase in dermal thickness. The ultrasound was unable to determine whether the nodule in the pre-jowl region had any corresponding identifiable product, which could be compatible with pmma or harmonyca (ha + caha). The hcp confirmed this by a colleague who is a radiologist specializing in complications that there is difficulty in differentiation in this case. The result was that the hcp will try a dissolution with guided or serial hyaluronidase as another approach. This is the same event and the same patient reported under patient identifier (B)(6). This emdr is being submitted for the juvederm voluma with lidocaine.

Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.